Event description:
The customer originally returned his olympus hf generator unit due to a faulty foot pedal connector noted during routine device maintenance. There was no patient involvement during the above event. During the device evaluation, it was discovered that the unit was producing an e433 error code. This report is being submitted to capture the e433 error code confirmed during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The engineer noted that the foot switch had been mistakenly connected to the universal socket on the front panel. Additionally, as noted in b5, a defective generator circuit board was causing an e433 error code to display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.